Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture and loss of sensing on the atrial lead. X-ray performed revealed atrial lead dislodgement. On 29 feb 2024, the physician elected to reposition the atrial lead. The patient condition was stable following the procedure.